Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing leaking at site event on 10-jun-2024. The infusion set had been used for 2 days. The blood glucose level was 13.3 mmol/l at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.